Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the depth gauge was bent, and when the surgeon attempted to unbend it, the device snapped. No patient harm or impact reported. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the device is bent and the tip has fractured. The device is covered in bio-debris. No further evaluation could be made with the provided pictures. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined for the bent device. As stated in IFU 01-50-1539, do not reshape or bend instruments in any way. Do not use an instrument that has become bent from its original shape as this will affect the performance of the instrument. Bent instruments should be disposed of. The root cause of the device fracturing is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No further event information is available at the time of this report.